Event description:
It is reported that the patient's insulin pump displayed an error alarm. Patient's blood glucose level is 186mg/dl. Trouble shooting was conducted and problem stopped. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a faulty connector on the interface board. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.